Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer's mother complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified test strips expire 08/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 131mg/dl and 148mg/dl fasting. Reviewed meter memory: 1:158mg/dl (B)(6) 2015 09:59:00 am fasting:yes; 2:143mg/dl (B)(6) 2015 10:02:00 am fasting:yes; 3:91mg/dl (B)(6) 2015 04:45:00 pm fasting:yes; 4:151mg/dl (B)(6) 2016 12:48:00 pm fasting:yes; 5:123mg/dl (B)(6) 2015 09:16:00 pm fasting:yes; memory concerns:with 158mg/dl.